Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient presented with pain and lack of mobility. The device failed due to corrosion at the neck-stem junction. At revision surgery, it was discovered that the device failed due to corrosion of the oblong taper of the profemur cocr modular neck where it seated in the pocket of the profemur titanium stem.